Manufacturer narrative:
A ge representative evaluated the system and found the files on the hard drive were corrupted. Ge representative reloaded system software and configuration files. System operates as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.